Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised of a hip arthroplasty due to a periprosthetic fracture after a fall.

Manufacturer narrative:
Review of device history records found these units were released to distributor with no deviations or abnormalities. A complaint history review identified no additional complaints. This device was used for treatment. The most likely cause of the femur fracture is due to the patients fall. With the information provided, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.